Event description:
The following has been reported: "error 22-0008. Force sensor. " device history record was reviewed, nothing linked to the reported event was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(4)) was not sent back to our laboratory for analysis as repairs were performed locally, and neither was the suspected defective part. Therefore, no further analysis could be performed. Thus, reported event could not be reproduced, nor confirmed. Based on available information and since the subject device was not returned, the root cause of the reported event remained unknown (not returned). An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.